Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. Per the instructions for use, it states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a stenting procedure of the superficial femoral artery (sfa). Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.